Event description:
Tiger-001 _potential device related (B)(4) device implant took place on (B)(6) 2021. Adverse event endoleak type 1b (distal end of stent-graft) started on (B)(6) 2021, reported as serious and related to procedure, undetermined whether related to the device or pre-existing medical condition. Event was anticipated. Surgery - thoacoabdominal replacement of the aorta, type 3 was performed on (B)(6) 2021. Ae outcome patient recovered, type of recovery - recovered with sequalae. Ae end date (B)(6) 2021. Ae reported to ta on (B)(6) 2021. Patient outcome: "ae outcome patient recovered, type of recovery - recovered with sequalae."

Manufacturer narrative:
Date of report submission was incorrectly stated as 09/24/2021, corrected to 09/27/2021.

Event description:
Tiger-001 _potential device related ae_ subject 025-040_freiburg device implant took place on (B)(6) 2021. Adverse event endoleak type 1b (distal end of stent-graft) started on (B)(6) 2021, reported as serious and related to procedure, undetermined whether related to the device or pre-existing medical condition. Event was anticipated. Surgery - thoacoabdominal replacement of the aorta, type 3 was performed on (B)(6) 2021. Ae outcome patient recovered, type of recovery - recovered with sequalae. Ae end date (B)(6) 2021. Ae reported to ta on (B)(6) 2021. Patient outcome: "ae outcome patient recovered, type of recovery - recovered with sequalae."

Event description:
Tiger-001 _potential device related ae_ subject 025-040_freiburg device implant took place on (B)(6) 2021. Adverse event endoleak type 1b (distal end of stent-graft) started on (B)(6) 2021, reported as serious and related to procedure, undetermined whether related to the device or pre-existing medical condition. Event was anticipated. Surgery - thoacoabdominal replacement of the aorta, type 3 was performed on (B)(6)2021. Ae outcome patient recovered, type of recovery - recovered with sequalae. Ae end date (B)(6) 2021. Ae reported to ta on (B)(6) 2021. Patient outcome: "ae outcome patient recovered, type of recovery: recovered with sequalae."